Manufacturer narrative:
Corrected data: corrected section h6 (device code) from "1310 - inflation problem" to "4060 - failure to deflate". Manufacturer narrative: updated section b5, d9, h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Added information to section h6 (device code) as per evaluation finding. The device was received for evaluation. The report of " balloon could not deflate" was unable to be confirmed. As received, balloon was found to be ruptured and distal ruptured edge was inverted to distal side. After distal ruptured edge was returned to original position, the ruptured edges did not appear to match up. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The IFU was reviewed and it indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". As part of the manufacturing process the units go through balloon and winding inspection process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.

Event description:
As reported, when inserting into the patient's vessel during the surgery this fogarty catheter, the balloon could not deflate and smoothly retract, affecting the surgery. No further information available. There was no allegation of patient injury reported. The device was received for evaluation and balloon was found to be ruptured. The ruptured edges did not appear to match up.

Event description:
As reported, when inserting into the patient's vessel during the surgery this fogarty catheter, the balloon could not deflate and smoothly retract, affecting the surgery. No further information available. There was no allegation of patient injury reported. The device was available for evaluation. Patient demographics not available.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.